Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and noted ports a and b had burnt pin receptacles. A functional evaluation revealed a motor stall error message in ports a and b. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include connecting a hand piece that is still wet from sterilization processing or connecting a shorted out handpiece causing damage to the main board.

Event description:
It was reported that the control unit presented a "short circuit" error message.